Manufacturer narrative:
The customer replaced the flow sensor to resolve the reported issue. The type of flow sensor was not reported. The serial number involved was either (B)(6) or (B)(6). Both serial numbers have the same date of manufacture. Multiple attempts to gain further clarification from the customer were unsuccessful.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Serial: not provided. Date of device manufacture: unknown as no serial number provided.

Event description:
The hospital reported high co2 delivery. There was no report of patient injury.